Manufacturer narrative:
The complaint of a leak could not be confirmed from the two photographs that were provided for investigation. The photos showed a 22g insyte autoguard device with evidence of use. No damage or defects could be identified from the photographs due to the poor image quality and resolution. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc hub damaged. The following information was provided by the initial reporter: event date: 6.25.25 there was something wrong with the autoguard IV catheter blue hub. It looked like part of it was broken off so it leaked when it was attached to the extension set. I tried another extension set and the same thing happened. It was like that out of the package, and I didn't realize it until after I started the IV. Physical harm: no.